Event description:
It was reported the device was alarming and the screen reads -no disposable clamp tubing-. The pump is stopped and continues to alarm. This is the patient's second call to the hotline tonight with the same issue. Troubleshooting was not succesful. Instructed the patient to call the clinic in the morning. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.